Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head d10: unk 56 g7 osseoti cup unk bi-metric stem g2: foreign: new zealand no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A radiograph was provided and not sent for further evaluation as the image is undated making it unable to correlate to the events of dislocation. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 year later due to dislocation and instability. Attempts have been made and no further information has been provided.